Event description:
The patient contacted animas on (B)(6) 2012, and stated the keypad buttons were intermittently unresponsive and the keypad rubber peeled off. The patient stated both issues occurred at the same time. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling from the top to the bottom. On testing, the contrast, down arrow and ok buttons were unresponsive. The up arrow button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, down arrow and up arrow buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.